Manufacturer narrative:
As neither a lot number nor involved samples have been made available to the date of this report no investigation could be performed so far. The incident is reported because it is unknown if an injury exists and whether such injury had to be treated. The incident might not constitute a reportable event. We have requested further information, a questionaire to be completed and customer samples for testing but have received neither so far. We will provide a follow up report once we have received any additional information.

Event description:
On (B)(6) 2024 we have been informed about an incident involving a dispersive electrode. A "total hip replacement" procedure was performed at (B)(6) hospital llc, (B)(6) texas. A megadyne dispersive electrode catalog number 0855c (our model rs271a30) and an unknown generator had been used. The initial report was stating that ": it was reported by the sales rep that during a total hip replacement, the patient had an ICD and they used a megadyne sticky pad and they put the pad on the left shoulder and the ICD was not turned off. The leads were later found to be burned. They do not know if the burns were from this surgery or not. Case was successfully completed. No device will be returned." The event date was specified as "01/unk/2024". No further information was provided on the body type/weight of the patient, whether the placement site was prepped, the orientation of the dispersive electrode relative to the surgical area, the duration of the procedure and the activation cycle despite repeated requests.

Manufacturer narrative:
As neither a lot number nor involved samples have been made available to the date of this report no investigation could be performed so far. The incident is reported because it is unknown if an injury esists and whether such injury had to be treated. The incident might not constitute a reportable event. We have requested further information, a questionaire to be completed and customer samples for testing but have received neither. The initial reporter has informed us on april 2nd, 2024: "as no further information has been available at this time, the complaint is now at closed status". We therefore will also close out the investigation and the report. No conclusion can be drawn what might have caused the claimed incident.

Event description:
On february 15th, 2024 we have been informed about an incident involving a dispersive electrode. A "total hip replacement" procedure was performed at (B)(6) hospital llc, amarillo, texas. A megadyne dispersive electrode catalog number 0855c (our model rs271a30) and an unknown generator had been used. The initial report was stating that ": it was reported by the sales rep that during a total hip replacement, the patient had an ICD and they used a megadyne sticky pad and they put the pad on the left shoulder and the ICD was not turned off. The leads were later found to be burned. They do not know if the burns were from this surgery or not. Case was successfully completed. No device will be returned." The event date was specified as "01/unk/2024" no further information was provided on the body type/weight of the patient, whether the placement site was prepped, the orientation of the dispersive electrode relative to the surgical area, the duration of the procedure and the activation cycle despite repeated requests.